Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively and has recovered from the procedure. Analysis of ipg sc-1200 (serial number: (B)(4)) revealed that the ipg passed the functional test and revealed no anomalies. Analysis of the lead sc-2366-70 (serial number: (B)(4)) revealed that the distal end was broken off and five contacts were not returned. The damage was similar to typical explant damage and was not considered a failure. Analysis of the lead sc-2366-50 (serial number: (B)(4)) revealed that visual and x-ray inspections confirmed the lead is intact.

Event description:
A report was received that the patient does not feel that she is getting adequate stimulation from the devices. The patient underwent an explant procedure to remove two linear leads and the precision montage MRI ipg. The explanted devices are expected to be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient does not feel that she is getting adequate stimulation from the devices. The patient underwent an explant procedure to remove two linear leads and the precision montage MRI ipg. The explanted devices are expected to be returned.